Manufacturer narrative:
Investigation summary a complaint of tubing fractures was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model ms3500-15 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that the bd alaris medical infusion system administration sets the following was received from the initial reporter during an internal meeting she heard grumbling's of many more that didn't get reported up the chain. Regarding tubing fractures that are of the same nature as xxxx experienced.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris medical infusion system administration sets the following was received from the initial reporter during an internal meeting she heard grumblings of many more that didn¿t get reported up the chain. Regarding tubing fractures that are of the same nature as xxxx experienced.